Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and no physical damage was noted. Review of the autopulse archive log indicated multiple occurrence of user advisor 07 (discrepancy between load 1 and load 2 too large) on (B)(6) and later dates. During functional testing the autopulse was displaying user advisory 07 (discrepancy between load 1 and load 2 too large) upon power-up and would not perform any compressions. In summary, the reported complaint of the autopulse consistently prompting user advisory 7 (discrepancy between load 1 and load 2 too large) was confirmed during review of the archive log and functional testing. The root cause of the problem was found to be malfunction of the load cell.

Event description:
It was reported that during patient use, the autopulse platform (sn: (B)(4)) initially worked as intended. The customer paused the autopulse to check the tube placement following the move of the patient out of the house and onto the stretcher. After the customer pressed start/continue button, the autopulse provided approximately 7 compressions and user advisory 07 (discrepancy between load 1 and load 2 too large) message was displayed. The customer reset the lifeband and tried to continue compression; however, the error message persisted. When the customer powered off the autopulse, reset the bands, powered back on the autopulse and tried to continue compression, the autopulse did not provide any compressions and just displayed the user advisory 07 (discrepancy between load 1 and load 2 too large) message. For the remainder of the call the crew reverted to manual CPR. The patient was still in cardiac arrest upon arrival at the hospital and the customer was unable to follow up on the patient's conditions once the hospital assumed care. At the station, following decontamination of the autopulse and changing of the lifeband, the customer was still getting user advisory 07 (discrepancy between load 1 and load 2 too large) message and the lifeband would not retract. The customer ensured the lifeband were properly installed and tried again; however, the error message persisted. During further testing done by the customer at the station, when the autopulse was powered on, user advisory 12 (lifeband installed incorrectly) message was displayed then the customer removed the lifeband and reinstalled it. When restarting the autopulse, user advisory 07 (patient out of position) message was displayed. The customer removed and reinstalled the lifeband again and noted some clicking noise when rotating the drive shaft. The customer was not able to clear both user advisories.